Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. One used foley catheter with inlet tube and meter bag was received. Visual inspection noted that the catheter was cut. Based on the evaluation, sample was classified as poor sample condition and several tests could not be carried out to determine the root cause of the problem. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the foley balloon would not deflate despite several attempts by the rn and the nurse practioner. The foley was cut; however, the balloon did not immediately deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley balloon would not deflate despite several attempts by the rn and the nurse practioner. The foley was cut; however, the balloon did not immediately deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley balloon would not deflate despite several attempts by the rn and the nurse practioner. The foley was cut; however, the balloon did not immediately deflate.